Event description:
The customer reported the device had a charge button that was not working. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had a charge button that was not working. There was no reported pt involvement. The device was evaluated by a philips field service engineer and the symptom was confirmed. The processor pca was replaced to resolve the problem. All performance tests passed and the device was put back into service.